Event description:
It was reported that the system would intermittently freeze up, (lock up) during operation. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system voltage was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.